Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11135. It was reported the pt had heating at the ipg site and her external charger was getting hot. The sjm rep met with the pt, however, the pt did not bring the charger to the appointment. The pt was instructed to charge more frequently and for less amounts of time. The pt stated she was not able to charge the ipg, however, it was reported the ipg capacity icon showed the ipg was fully charged. Further troubleshooting was scheduled at a future date. On (B)(6) 2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.